Manufacturer narrative:
(B)(4). Date sent: 6/16/2025. Additional information was requested, and the following was obtained: which staple line had the leak? Anastamosis, leak located in middle, (common channel, small bowel to sigmoid). What were the indications for surgery? Tumor/mass in colon. What surgical procedure was performed? Subtotal colectomy. What anatomical structures was the device fired on? Small bowel to sigmoid. Were other stapling or suturing devices used when creating the anastomosis? No. What device was used to create the common channel? Yes. What was used to close the common opening? Glc80, glcr80b. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? No. What staple line was the source of the leak observed? Yes. How were the post-operative issues identified? Patient reported discomfort, intervention sunday night following procedure. Patient was still in hospital. Did the device cut at all? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No if so, please describe. Was a leak test performed? No if so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Patient reported discomfort, surgeon discovered leak. What was observed at the site of the leak upon reoperation? Hole in middle of anastamosis where on the staple line did the leak occur? Middle. Will the colostomy be permanent or temporary? Unknown, currently has ileostomy bag. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Yes, leak. Identified within 3 days of procedure. Placing at least partial blame on integrity of staple line. Patient remains in hospital, recovery optimistic as of (B)(6).

Event description:
It was reported that post op to a colectomy a patient had anastomotic leak after subtotal colectomy procedure. Surgery took place on (B)(6), leak on 6/1, identified in middle of staple line. Small bowel to sigmoid anastomosis. Patient now ileostomy bag (6/1), currently in stable condition.

Manufacturer narrative:
(B)(4). Date sent 6/11/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: which staple line had the leak? What were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Will the colostomy be permanent or temporary? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? What staple line was the source of the leak observed? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Where on the staple line did the leak occur? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.